Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The device was returned without the stent. The outer shaft has been retracted by about 60mm. This implies that it was possible to press the trigger several times. During the technical investigation, the trigger at the handle could be pushed and the shaft could be further retracted. Review of the production documentation verified that the instrument was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. Based on the conducted investigations the actual complaint event cannot be reconstructed.

Event description:
A peripheral self-expanding nitinol stent system pulsar-18 was selected for treatment of a calcified lesion. The stent could not be released.